Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent deployment issues and stent damage occurred. Vascular access was obtained utilizing a contralateral approach. The 40% stenosed and 20mm in length target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery (sfa). After pre-dilation was performed, a 7x200x130 innova stent was advanced to the target lesion. During stent deployment, the thumbwheel stopped responding and the pull grip came loose at the 3cm marker. The physician disassembled the pull grip to deploy the stent manually. The physician then pulled on the delivery system with force up to the level of the sheath and the stent was fully deployed. Post deployment the stent was noted to be elongated. No additional intervention was performed to correct the issue and the procedure was completed with this device. No patient complications were reported and the patient's status was good.